Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, a keening sound was heard and error 3 was displayed. After that, the blade was broken off. As the blade was broken off outside the patient, no pieces were left in the patient's body another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Added additional information the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. The instrument was tested with a generator and error code 5 was displayed. Error code 3 was not received during inspection. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Possible causes for this type of blade damage are external contact during pre-op or general use such as accidental contact with metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error. A possible cause of the 'keening sound' heard is when the device is placed where the active blade is in contact with another metal object, it causes a chirping or squeaking noise to be heard.